Event description:
It was reported that the rn programmed sotalol into the pump. The dose and volume were reportedly programmed correctly and "accepted" (overrode) the guardrails alert "dosage exceeds standard" due to the "patient's diagnosis, care plan and correct weight." Based on the programmed parameters, the device set the infusion to run over one (1) hour. However, the ordered rate was for two (2) hours. This rn then reportedly programmed the pump to the ordered duration of two (2) hours and pressed the start button. The rn sat down to do the charting when the pump alarmed "syringe empty." This rn clamped the tubing, turned the channel off and called the provider to notify them of the event. Vital signs were checked every fifteen (15) minutes for 90 minutes. The provider ordered to run the remaining infusion at 0.7ml over one (1) hour. The rn programmed the infusion and subsequent flush without additional issues. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the rn programmed sotalol into the pump. The dose and volume were reportedly programmed correctly and "accepted" (overrode) the guardrails alert "dosage exceeds standard" due to the "patient's diagnosis, care plan and correct weight." Based on the programmed parameters, the device set the infusion to run over one (1) hour. However, the ordered rate was for two (2) hours. This rn then reportedly programmed the pump to the ordered duration of two (2) hours and pressed the start button. The rn sat down to do the charting when the pump alarmed "syringe empty." This rn clamped the tubing, turned the channel off and called the provider to notify them of the event. Vital signs were checked every fifteen (15) minutes for 90 minutes. The provider ordered to run the remaining infusion at 0.7ml over one (1) hour. The rn programmed the infusion and subsequent flush without additional issues. There was no patient harm.